Event description:
Related manufacturer reference number: 2017865-2025-14175. It was reported that the patient presented in the clinic. It was noted that the right ventricular (rv) lead perforated the cardiac tissue, which was confirmed via transesophageal echocardiogram (tee) imaging. Additional surgery was performed to explant and replace the rv lead on (B)(6) 2025. During the procedure, the right atrial (ra) lead was found dislodged by fluoroscopy. The ra lead was also explanted and replaced on (B)(6) 2025. The patient was in stable condition.